Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: adverse event report is being submitted due to customer seeking medical attention due to readings on meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 173 and 156 mg/dl. The customer¿s expected fasting blood glucose test result range is 116-120 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the high results she went to her doctor on (B)(6) 2020. The doctor had performed a blood test, her a1c was 6.8, and advised the customer that her blood glucose was fine. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time/date not set): (B)(6).